Event description:
Patient was revised due to pain.

Manufacturer narrative:
Examination was not possible as no product was returned. The investigation could not determine the root cause of the reported pain. The need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. Depuy considers the investigation closed.